Event description:
The manufacturer received information alleging a ventilator fails to charge its battery. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.